Event description:
It was reported that the tip of a 2.5mm screwdriver broke off during a revision surgery. The surgeon was performing a revision for a lumbar surgery due to the patient suffering from an adjacent level degeneration. The surgeon planned on removing the transconnector and the pedicle screws with the device and the screwdriver tip broke while the surgeon was removing the pedicle screws. There was no patient injury or problem. The tip was easily retrieved. A replacement screwdriver was available and the pangea screws were successfully removed. He also reported the original date of implant as sometime in 2010. No patient information was available. The revision surgery was due to the patients condition, and not device related. No further information was provided. This is report 4 of 16 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Adjacent level disc degeneration. Additional product code for this report includes mni, mnh, kwp, kwq. Implanted on an unknown date in 2010. The investigation could not be completed and a manufacturing evaluation can not be performed. No conclusion could be drawn as the device has not been returned and no lot number was provided.